Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient reported that the she had wounds that were preventing her from wearing the lifevest. During a follow up on (B)(6) 2015 the patient's son reported that the patient was using an over the counter antibiotic cream and that the wound was healing well. During a subsequent follow up on (B)(6) 2015, the patient's son reported that they had talked to the patient's doctor who recommended the patient keep the lifevest off for a few more days until the irritation was completely healed due to the patient's type 2 diabetes. A final follow up on (B)(6) 2015 indicated that the patient still had a slight redness under her right breast. The final medical outcome of the irritation is unknown.

Manufacturer narrative:
The patient's lifevest was not returned for evaluation. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.